Event description:
During a standard dental treatment the handpiece heated up and caused a burn on patients cheek. The burn has the size of the handpiece's head. The patient has been told to do warm salt/water rinses. The dental office does not recall the patients name therefore only approximate data can be supplied.

Manufacturer narrative:
The analysis of the handpiece showed that it was running within specification. There was no problem detectable. But the inner side of the push button has been scarred. This is as sign that it has been pressed while the handpiece has been running. This happens if the handpiece is used as a cheek retractor and causes unusual inner friction causing a quick heat up of the push button. To avoid such issues the user instruction contains several warnings and notes: caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely followed when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.